Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure and inside the patient, the polyp could not be resected. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used to remove a 6-mm poly during a colonoscopy procedure performed on (B)(6) 2025. During the procedure and inside the patient, the polyp could not be resected. The procedure was completed with another the original device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut. Block h10: investigation results: a captivator cold single-use snare was received for analysis. Visual inspection of the returned device revealed that the loop was tangled and bent. A functional analysis revealed that the device was extended and retracted in the 10- inch loop fixture and confirmed the loop could extend. No other issues were noted with the device. The reported event of loop failure to cut was unable to be confirmed. During the product analysis, the loop was able to extend in the 10-inch loop fixture. It is possible that operational factors, such as the size of the desired biopsy and the force applied to the device in order to remove the tissue, could have caused the reported failure. Since the device could not be functionally tested by emulating the anatomical and procedural factors encountered during the procedure, the reported event of loop failure to cut was unable to be confirmed. With all available information, the most probable root cause assigned is cause not established.